Manufacturer narrative:
To date, the device involved in the reported incident hs not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the dermatome device sustained damage to the power button. The power button was not siding freely. They had to force the button down. There was no patient contact with the device for this event. No injury is alleged.